Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle had clear liquid coming out of the needle when pushing down on the plunger.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle had clear liquid coming out of the needle when pushing down on the plunger.